Event description:
It was reported that patient presented in the emergency room after receiving several inappropriate high voltage therapies. An alert was presented upon interrogation indicating the device charge time limit had been reached. The device was reprogrammed and the patient was admitted for the night. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.